Event description:
The distributor reports the catheter did not register data after implantation. The catheter was replaced and the new catheter functioned as desired. The catheter will be returned for evaluation. No pt injury was reported but intervention was required.